Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected to be depleting prematurely as it had reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis indicated the battery was depleting normally. Technical services (ts) noted a high out of range shock impedance measurement. Ts discussed how this could affect therapy delivery. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected to be depleting prematurely as it had reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis indicated the battery was depleting normally. Technical services (ts) noted a high out of range shock impedance measurement. Ts discussed how this could affect therapy delivery. This device remains in service. No adverse patient effects were reported. At a later date this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: model number field (d4) in section d, suspect medical device.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected to be depleting prematurely as it had reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis indicated the battery was depleting normally. Technical services (ts) noted a high out of range shock impedance measurement. Ts discussed how this could affect therapy delivery. This device remains in service. No adverse patient effects were reported. At a later date this device was explanted. No additional adverse patient effects were reported.